Manufacturer narrative:
Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. Inpen received with leadscrew 1/4 of travel. Inpen paired to the commercial app. Performed leadscrew reset torque test. Inpen passed and is within specification ozf-in x.xx. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Displacement dose accuracy passed and inpen passed front cap investigation. Leadscrew anomaly not confirmed. Inpen passed required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia, leadscrew anomaly. The customer reported blood glucose value of 173 mg/dl. The customer treated with manual injection/insulin pen. The event involved product(s) mmt-105elgyna. Troubleshooting was performed and customer reported high bgs. Insulin did not exit after multiple priming attempts and changing insulin cartridge. No further patient complications were reported. Mmt-105elgyna was requested and customer response was the device will be returned. The customer will discontinue to use of the device.